Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the forceps elevator was broken during the procedure by some type of stress. However, since the device was not returned for an evaluation, and no specific information was received from the user, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿using endotherapy accessories: warning: while raising the forceps elevator, do not insert or withdraw the endotherapy accessory with excessive force, open or close the distal end of the endotherapy accessory, or extend the needle of the instrument. This could damage the instrument channel and/or the endotherapy accessory and could cause patient injury, bleeding, and/or perforation. If the endotherapy accessory cannot be inserted or withdrawn, the distal end of the endotherapy accessory cannot be opened or closed, or the needle of the instrument cannot be extended, move the elevator control lever in the opposite direction of the ¿ u¿ direction to lower the forceps elevator. If the forceps elevator cannot be lowered while using an endotherapy accessory, stop the procedure immediately and contact olympus without changing the position of the instrument.¿ ¿troubleshooting also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer, that during an endoscopic retrograde cholangiopancreatography therapeutic procedure while the surgeon was using the evis exera iii duodenovideoscope the elevator device was not working properly. The customer had already sent this scope in for repair and received it back. During the procedure, after the wire had been inserted into the patient's bile duct, the surgeon was unable to control the elevator because the guide wire was stuck under the elevator device. The patient was under anesthesia, and a delay of twenty-five (25) minutes was added due to the broken scope being removed and another olympus scope being obtained to complete the procedure. The intended procedure was completed successfully, with no patient harm reported. The scope device was inspected before use, and no issues were found.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.